Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy, during a routine hemodialysis treatment, blood was observed exiting the post filer port due to an unclamped line. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 200cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. Facility staff attributed the blood leak to operator error, as the line had not been clamped as instructed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.